Event description:
During procedure in 2002, to implant hip prosthesis, b.p. And EKG changes were noted after injection of bone cement. Resuscitation attempts were unsuccessful. Surgeon states that they did not think bone cement was the cause of the cardiac arrest.